Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a sensing issue. The physician elected to perform an invasive procedure to replace the lead but decided to remove the entire system, the implantable cardioverter defibrillator (ICD), the implantable pulse generator (ipg) and all leads involved. A new ICD and lead were implanted.